Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the peritoneal dialysis nurse (pdn) stated that the leak was due to the home patient (hp)'s cat bit the line and caused a hole in the patient tubing, which is use error that can cause system error 2240 alarms. The label review found the labeling adequate for the potential use error in this complaint. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during drain on the home choice (hc). The home patient (hp) had fluid on the floor and could not tell where the fluid came from. The connections seem to be tight. The hp saw the heater bag leaking at the luer lock. The hp cycled the power and the technical service representative (tsr) referred the hp to the registered nurse (rn) regarding the missed therapy. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the system error 2240 alarm. The pdn stated that the leak was due to the hp's cat bit the line and caused a hole in the patient tubing. The hp was currently on hemo dialysis. There was patient involvement.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, then a follow up MDR will be submitted.